Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) pacing and shock lead impedance measurements. This patient reported of receiving two shocks and device was interrogated in which fault code (1005) was noted. The shock delivered was due to a lead noise that was oversensed in the ventricular fibrillation (vf) zone. Boston scientific technical services (ts) discussed that fc (1005) could occur when shock therapy is delivered into a high impedance state. This could be due to a lead fracture or a possible connection issue. Additional information received stated that there was no therapy exhaustion. There were about five shocks attempted but two failed to complete the circuit due to a fracture. In addition to this, a lead revision was scheduled for this patient day after the call was made. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received stated that this rv lead was surgically abandoned and capped due to high, oor pacing lead impedance measurement of greater than 3000 ohms. The field representative also informed that the patient was implanted with another competitor lead as a replacement. This rv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.